Event description:
It was reported that while the doctor was taking the patella tendon graft, the blade broke. It was also reported that all pieces of the blade were retrieved. It was further reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. If the blade is received, an evaluation will be performed and a follow-up MDR will be submitted. (B)(4): device not returned to manufacturer.

Event description:
It was reported that while the doctor was taking the patella tendon graft, the blade broke. It was also reported that all pieces of the blade were retrieved. It was further reported that there were no adverse consequences as a result of this event.

Event description:
It was reported that while the doctor was taking the patella tendon graft, the blade broke. It was also reported that all pieces of the blade were retrieved. It was further reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that the blade broke at two points on the blade mount. The returned blade was measured where possible and all critical specifications were met. The root cause is undetermined.

Manufacturer narrative:
Added unknown drill